Event description:
Sorin group (B)(4) of a mitroflow valve (model lxa, size 23mm, sn (B)(4)) that was explanted on (B)(6) 2012, after approximately 2.8 years, for reported bioprosthetic stenosis due to structural valve deterioration resulting from calcification.

Manufacturer narrative:
Device evaluated by manufacturer. The device was received on 07/25/2012, but an evaluation summary is not available at this time. Method - the results of the device history record review confirmed the device met all material, dimensional, and performance requirements at the time of manufacture and release. Results - no definitive results at this time. Conclusions - no conclusion can be drawn at this time as device evaluation, including histopathology, is in progress. Correspondence from FDA on report (B)(4) (dated 07/17/2012) was received by the company on 07/26/2012.